Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 425cc saline prosthesis, catalog #3502425, serial #(B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor smooth round moderate plus profile 425cc saline prosthesis. The final fill volume of the prosthesis was 500ccs. On (B)(6) 2015 the patient suspected deflation, as the right sided prosthesis appeared smaller. As a result, bilateral prosthesis replacement (lot # 7493765) was performed on (B)(6) 2018. The explanting physician stated that the implant appeared to be intact.

Manufacturer narrative:
Device evaluation summary: two devices with lot # 6453063 were received by mentor. It is unclear which is the actual complaint device, so both were tested device a contained no fluid. A rent was observed on the anterior aspect, measuring approximately 0.6 cm. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating this type of material. No other anomalies were discovered. Device b contained no fluid. A rent was observed on the anterior aspect, measuring approximately 1.1 cm. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating this type of material. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. As a result, the product evaluation team (pe) concluded that the rents and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. These striations are more evident of sharp instrument damage, rather than shell failure due to wear. The device history record (DHR) for the lot number 6453063 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).